Event description:
Patient's bowel was injured during surgery, initially unsure why; when the device was taken out vaginally physician noticed the metal tip was exposed. Normally the wire is covered with orange rubber. The wire punctured through the side of the manipulator. 5 mm injury to the sigmoid bowel by the uterine manipulator (the tip of the rumi) was repaired by 3 sutures.